Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and granted remote connection. The ccc specialist discovered that the sensor was replaced prior to running the samples. The quality control (qc) results were within range. The customer replaced the sensor again and ran a diluent check, which passed. The customer performed precision testing for k and another analyte, which passed. The customer obtained similar precision test results when the same sample was run on alternate dimension vista instrument. A siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded there was an atypical k calibration after sensor replacement. The cause of the discordant, falsely depressed k results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed potassium (k) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). The customer also stated that, one patient (sample ID unknown) was administered oral k treatment due to low initial result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed k results.